Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was peeled at the ok button. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the buttons on the pump are over responding and not responding. The patient noticed this (B)(6) ago. It was reported that the keypad was peeling from below the ok button, which she noticed yesterday. It was reported that the pump is not exposed to water.